Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2014, resulting in fixture loss this report is filed may 30, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable